Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) indicated a measurement of 3.22 volts and a charge time of 25 seconds during initial pre-implant testing. Elective replacement indicator (eri) was declared with subsequent testing charge times of 18.9 seconds. A boston scientific technical services representative (ts) requested the device's return for analysis.